Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the 18fr sheath was removed and a large posterior plaque was noticed that had been elevated by the sheath. An extensive thromboendarterectomy of the right common femoral artery was performed. The artery was repaired and there was excellent pulse after completion. No further adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the reported clinical observation does not indicate a potential manufacturing issue. From the available information a conclusive cause for the occlusion could not be determined. However, this issue is most likely the result of patient condition. Without additional information we are unable to determine if the delivery catheter system (dcs) or the sheath contributed to dislodging the plaque in the patient's artery during removal.

Manufacturer narrative:
Device was discarded by the customer. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.